Manufacturer narrative:
There was no pt present. The device has not been returned to the manufacturer.

Event description:
A medtronic representative reported that the emitter holder for their fusion system was broken. A replacement part was ordered. There was no pt present.